Event description:
Literature: tabbal/safety and efficacy of subthalamic nucleus deep brain stimulation performed with limited intraoperative mapping for treatment of parkinson's disease 2007/61/3/119-27. This single-center study implanted pts with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for the treatment of parkinson's disease. The objective of the study was to establish the safety and efficacy of bilateral stn-dbs performed during an expedient procedure with limited intraoperative mapping. The investigators used t2-weighed magnetic resonance imaging guidance to target the stn. Adverse events are reported. One pt experienced severe dyskinesia during the initial programming and refused to retry dbs therapy.

Manufacturer narrative:
This report is being submitted following an internal audit.